Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: three (3) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to e valuate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the bat teries did not experience a power switching event and were able to adequately provide power to a test controller. As a result, the reported premature power switching could not be confirmed. Review of the available autologs report revealed four (4) power disconnect alarms logged since (B)(6) 2021 involving two (2) of the batteries. As a result, the reported power disconnect alarms were confirmed; however, the cause of the power disconnect alarms could not be confirmed since raw controller log files were not available for analysis. A power source lubrication procedure had been performed on the associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported power disconnect alarms could be attributed, but not limited, to communication errors between the controller and batteries. A possible root cause of the reported power switching event can be attributed to communication errors between the controller and batteries, and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. However, the reported "beeps" event are most likely attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: battery bat812734 d9: yes, return date: 05-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 battery bat812847 d9: yes, return date: 05-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two of the batteries exhibited power disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted for correction. Describe event or problem corrected to include "it was further reported that two of the batteries exhibited power disconnect alarms." Date of event corrected from (B)(6) 2021 to (B)(6) 2021. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery. Model #: 1650/ catalog #: 1650/ expiration date: 31-aug-2020 / serial #: (B)(4) UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 28-aug-2020 labeled for single use: no. (B)(4). Heartware ventricular assist system battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-aug-2020 / serial #: (B)(4) UDI # (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 29-aug-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries were power switching and would cause the controller to beep as though disconnected despite being fully charged. The batteries were exchanged. No patient complications have been reported as a result of this event.